Manufacturer narrative:
Patient age and weight were not made available from the site. On 07/01/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/20/2016, a medtronic representative, following-up at the site, reported the alleged inaccuracy was 1 centimeter. The day following the procedure, a review of both imaging system trackers showed no sign of damage or possible movement. Geocal file compared with back-up file resulted in everything being good. Checked accuracy with a blue lubar phantom by the imaging system scan, used both left and right trackers and tested with hospital set of equipment and all tested accurately. Recommendations made to site to use only sterile sphere, not to use non-sterile spheres. A subsequent procedure performed by the same surgeon was completed successfully without issue, no accuracy problems. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a hospital operator that, while in a spine procedure, after the scan from their imaging system was sent to their navigation system, the surgeon alleged navigation was inaccurate. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that after observing a subsequent procedure with the same equipment they determined that the navigation equipment was accurate and fully functional. The most likely cause was that the user moved the reference frame during the surgery changing the relationship with the patient anatomy. The instructions for use (IFU) that accompanies the device contains warnings regarding frame movement: ¿warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result.¿ and ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."